Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. Over a year ago a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient recently had a transesophageal echocardiogram (tee) unrelated to the watchman closure device and a clot was noticed on the closure device. The device remains implanted and the patient has restarted anticoagulation therapy. A repeat tee will be performed.